Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose was approximately 200 mg/dl.